Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2024, the doctor found the swg/ars resistance-kinked during used on the patient. The patient underwent laparoscopic right hemicolectomy under general anesthesia in the department of anesthesiology and surgery. When placing the cvc before the operation, the catheter was too soft to be implanted, and the guidewire was too soft to be bent, which resulted in the needle and guidewire not being able to come out. No harm for the patient."

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg/ars resistance-kinked during used on the patient. The patient underwent laparoscopic right hemicolectomy under general anesthesia in the department of anesthesiology and surgery. When placing the cvc before the operation, the catheter was too soft to be implanted, and the guidewire was too soft to be bent, which resulted in the needle and guidewire not being able to come out. No harm for the patient."